Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. The patient presented emergently with an ruptured abdominal aortic aneurysm. The physician implanted the bifurcated stent graft however there was a large proximal type I endoleak. An endurant aortic cuff was then implanted proximally however the endoleak was not resolved. The physician decided to convert to an open surgical repair. During the open repair the patient expired. Review of returned images pre-implant revealed that the patient had an highly angulated (likely off-label) and calcified proximal neck. The neck diameter was approximately 25mm. The maximum aaa diameter was 9cm, and was ringed with calcification. The distal aorta was small and the iliacs were also calcified. The cause of the type I endoleak could not be determined. Images during implant were not provided. The pre-implant images were non-contrast which limited the extent of the film review. It is possible that the calcified and severely angulated neck may have contributed to the endoleak.